Manufacturer narrative:
Product analysis: confirmed customer comments related to telemetry. Intermittent interrogation with known good radiofrequency (rf) head due to loose connector on link electronic module (lem) board. Programmer needs lem board. Interrogates wirelessly with no issues. Will not read floppy disks. Needs floppy disk drive. Broken right display hasp. Lower case is worn. Broken right keyboard hinge. Broken pulse-code modulation (pcm) cia card slot eject buttons. Broken keyboard. Found signs of corrosion in multiple areas. Water damage inside of display. Scrapped programmer due to internal corrosion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s accessory interface for the radiofrequency (rf) head seemed to have an electrical short. Multiple rf heads were used, however intermittent telemetry had persisted when interrogating implanted devices. The programmer was returned for service. No patient complications have been reported as a result of this event.